Event description:
It was reported that patient was constantly experiencing low flow alarms post operation. Medical team was working on correcting their volume status and minimizing alarm fatigue. Low flow software was adjusted on (B)(6) 2023. The cause of low flow was identified to be right ventricular dysfunction. The alarms have resolved since.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the cause of the alarms was the patient's right ventricle dysfunction, which had existed prior to the left ventricular assist device (lvad) implant, and the patient experienced symptoms including elevated central venous pressures. The patient was treated with inotropy medical management, and the alarms reportedly resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed by an onsite evaluation by an abbott representative. According to the account, the cause of the alarms was determined to be right ventricular failure (rvf). A direct correlation between the device and the rvf could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists right heart failure as an adverse event which may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the heartmate 3 2.0 lpm low flow alarm guide for patients and caregivers (rev. A) and for clinicians (rev. A) address various system controller alarms as well as how to respond to each of them. These documents explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.